Event description:
It was reported that the patient was in the emergency room for bradycardia, overall weakness, and neurologic problems. They wanted to get the device checked to rule out device malfunction. No further relevant information has been received to date.

Event description:
Information was received from the np that the adverse events were not related to vns, the patient had covid-19 and had a viral infection in his eyes. No further relevant information has been received to date.